Event description:
Info received indicates the head section of the bed is drifting down.

Manufacturer narrative:
The tech has replaced the hydraulic manifold and head cylinder but the issue remains. Repairs have not been completed. A f/u report will be sent once the service tech completes his investigation.